Event description:
Wire popped out of needle and poked physician. Follow-up with nurse who kept the device revealed the doctor punctured his hand during the procedure. He broke his skin but no blood flowed. Based on a second follow-up with the patient relations dept, when physicians become injured an immediate source testing is performed. Results are provided within a 2-hour period. The source testing is performed to check for hiv and hep-b viruses in the patient. The doctor is then offered the series of hep b or immunoglobulins depending on the patient's findings and immunization history. The pt's relation contact is not aware of the doctor's condition. Follow-up examinations are to be performed by the employee health dept.